Event description:
On (B)(6) 2023, penumbra benchmark catheter used during angiogram with intent for mechanical thrombectomy procedure, upon retrieval of catheter and removal, penumbra benchmark catheter unable to be removed. After attempt to remove was unsuccessful, vascular surgeon on call contacted by neurointerventional md. Vascular surgeon arrived to procedure area, unable to remove catheter, pt taken to the operating room for retrieval. Md note: during removal of the guide catheter from the left radial access, there was significant vasospasm noted and the guide catheter could not be retrieved; 200 mcg of ia(intra-arterial) nitroglycerin and 10 mg of ia verapamil were then introduced via the guide catheter. In addition a manual blood pressure cuff was applied over the left arm and remain inflated for at least 10 minutes. Given further attempts to retrieve the catheter were unsuccessful , this was concerning for retained catheter tip in the brachial artery. A tr band was then applied. Pulse oximeter which was present over the left hand demonstrated normal saturations. Vascular surgery was consulted and presented to the angio-suite. An attempt to retrieve the retained catheter tip using an over-the-wire balloon was unsuccessful. The patient was then transported to the vascular operating room to retrieve this catheter tip.